Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. The patient stated they were not happy with the therapy and it was not working. They had the urge to go, but could not void. The patient stated they had not been able to void since the device was placed and this was painful. Contributing factors were unknown. The issue was not resolved at the time of the report. Additional information was received. The patient again stated that they felt their symptoms were worsened. They stated that they had to wait to pee when they sat on the toilet and then when they were able to go, it was a very slow stream. No further complications were reported or anticipated.